Event description:
X-rays revealed the patient had an acetabular fracture behind the cup. A revision was performed. Intraoperatively found loosening of the cup and fracture of the pinnacle acetabular screw; however, no implants could be removed due to the damaged screw.

Manufacturer narrative:
Exact day of the primary surgery is unk. Examination was not possible, as the devices were not returned. Review of the device history records was also not possible as the product and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the information available. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.